Event description:
The customer, a biomedical engineer, contacted physio-control to report that their monophasic device had a service indicator present and a potentially critical event code logged in the memory. The customer further stated that after he powered the unit on, it was unresponsive to further actions. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control advised the customer that their monophasic device was no longer supported by physio-control. Physio recommended that the customer permanently removed the device from service. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.